Manufacturer narrative:
E1: (B)(6). The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that there was leakage on the juncture of the filter vent. The event was noted during infusion, and the drug involved was unknown. There was no unprotected drug exposure, and no impact to patient or healthcare provider. The set was replaced, and therapy was resumed. There was no other physical damage noted. There was patient involvement and no patient harm in the event.

Manufacturer narrative:
Received one used. List #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #13670553. The reported complaint of leakage was not confirmed on the returned set. The product was tested per product specification. There no leaks observed anywhere along the fluid path. The product had performed per the specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Device returned to manufacturer on 12/5/2023.